Manufacturer narrative:
Section a4 and a5: patient information cannot be provided due to personal data privacy legislation/policy. Section e1: establishment address, full address provided: (B)(6). Section e1: post office or zip code: (B)(6). Section e1: initial reporter telephone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient complained of halos and glare post implantation of the tecnis synergy intraocular lens (iol) in their left eye. Account indicated that standard protocols and tecnis synergy implantation guidelines were followed. The surgeon educated the patient on normal recovery time and neuro adaptation post iol implantation; however, the patient insisted on replacing the lens with a different iol. The lens was explanted and a monofocal iol was implanted as the replacement iol. Visual acuity pre-operative: +1.25 sph and visual acuity post-operative:-0.50 sph. No further information provided.